Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 noting the patient weight at the time of the event. The patient was taught how to charge and how to turn it on and off. It was reported that this resolved the issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had their stimulator settings too high, to the point where they couldn't walk. It was reported that actions taken to resolve the issue was the patient was advised to turn their stimulator down to a comfortable setting where they could walk. They were also told to set up their adaptive stimulation to a comfortable setting. It was reported that the hcp did not have the patient's weight at the time of the event. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a change in therapy related to positional movement. The patient stated they were having problems with their device settings. The patient stated they will set the stimulation and within an hour, when the patient is up and walking, the stimulation will increase to 3.0v or 3.1v. The patient stated, ¿it really goes up there and they cannot walk.¿ the patient reported last night when they went to bed they had to turn stimulation all the way down. After synching with their patient programmer, the patient reported they were on group b at 2.6v and reported adaptive stimulation is enabled. The patient was walking around, but the position stated they were upright. The patient kept walking and synchronized to the ins again and it read the patient was mobile. The patient decreased stimulation to 2.4v, but reported they were not feeling it, so they increased to 2.6v. The patient noted when stimulation was set to 2.6v the programmer read they were mobile. The patient was asked when they saw stimulation increase to 3.0v and the patient stated, ¿no, that was when this stuff was happening to me.¿ the patient reported when they went to bed last night and were laying down that they had stimulation turned all the way down. The patient went to turn over on their side and ¿oh my god.¿ the patient stated it shot up when they were laying on their back. The patient stated it had been working alright today and ¿hasn¿t jumped.¿ the patient stated they wanted to shut the ins off at night and the patient was walked through how to turn the device off. It was recommended the patient go see their healthcare professional (hcp) to have the settings changed, but the patient just wanted to turn the ins off at night. No further complications were reported.